Manufacturer narrative:
H2, h3, h6: software analysis was done, and it was determined that there was insufficient information to determine if a software anomaly contributed to the issue. Codes b01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that during a posterior lumbar fixation case (for a fracture on l3), the surgeon was going to place screws on l4 and l2. This was a mis case using dupuy instruments with suretrak. They would use the stealth midas to start the hole, then they used awl-tip screws with the mis dupuy driver with the surtrak. The surgeon placed his first screw on the left side on l4 and then moved to l2. He felt good and placed his screw. He then went to the right side of l2 and felt off. He decided to use the standard (non-mis) dupuy driver with navlock. He then felt accurate and placed the two screws on the right side. He then took a confirmation spin and the all screws were accurate except that left side l4, which was medial by 5-10 mm. It looked like it breached the spinal canal, but they were doing nerve monitoring throughout the procedure and everything stimmed well and did not change throughout the procedure. They then took an additional spin and tried to replace the screw using the navlock and non-mis duput driver. A 3rd spine was acquired and the surgeon was still medial. He then went to instrument on l1 on both the left and right side. He took a spine and was still medial on the left side, but right side was good. The surgeon decided to just take the left side screws out and just leave the right side screws and pass a rod through. He wanted to stabilize the spine for the fracture at l3 and felt this was sufficient. All o-arm spins were used, but additional were acquired due to the inaccuracy. Otherwise, there would have been only 2 spins in a normal case. There was an hour delay due to this issue and no know impact on patient outcome. It was later reported that clinical specialist able to do a spin with the imaging system and same navigation system for accuracy and everything checked out fine. The reps for the instrumentation found that the screw was loosening at the tip of both drivers causing it to become more medial as the surgeon placed the screw even though the navigation made it look as though it was within the pedicle.